Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of seizure like activity and death, as it is unknown when the patient last underwent ccpd therapy. Per the pdrn, the events were unrelated to the use of any fresenius device or product. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population (1,2). While there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction caused the serious adverse events. The absence of additional information such as the esrd death notification, manufacturer investigation of the suspect device/product, complete past medical history and cause of death, the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the adverse events. Should additional information become available, the file will be reassessed accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a medical event during pd treatment. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was reported that the patient was hospitalized on (B)(6) 2019 due to seizure like symptoms (specifics not provided) while receiving pd treatment. The patient expired on (B)(6) 2019. Cause of death is unknown. There was no allegation of a fresenius device, drug, or product malfunctioning nor contributing to the reported event. Patient¿s comorbidities include diabetes type 2 and stroke. The death certificate was requested but it is not available. Further details were not provided. A sample was not returned to the manufacturer for physical evaluation.